Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with bilateral anterior sacral spinous colpopexy and rectocele repair due to pop, urodynamically demonstrated stress incontinence with borderline intrinsic sphincter deficiency and old laceration of pelvic floor muscles. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, bleeding, dyspareunia and granulation tissue. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.